Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One zimmer tapered screw vent implant was returned for inspection. Visual inspection revealed that the device shows wear at the threads, and damage at the collar. The internal drive feature is significantly damaged. The fractured mount was not returned for inspection. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; breakage. Customer indicates implant mount fractured and caused significant implant damage. The implant was removed. The complaint of damage implant is confirmed. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G2: office contact - manufacturing site. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k number: k101880.

Event description:
It was reported that the fixture mount of the implant (tsvtwb13) fractured. The implant was removed and another implant was placed. Tooth location 30.